Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the newly implanted right ventricular (rv) lead had normal impedance sensing and threshold. But upon peeling away the introducer sheath there was visible damage to the lead, and now the lead was undersensing r-waves. It was noted that the r-wave signal was notably different despite minimal if any lead movement. The physician may have kinked the lead while breaking away the sheath. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.